Event description:
Customer reported the insulin pump was initially alarming low reservoir and then it alarmed motor error. Customer's blood glucose was 123 mg/dl. Alarm occurred during basal. Customer stated the device would not allow her to rewind at all. Customer changed the battery and it worked fine. The device was not exposed to an MRI. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Testing of the insulin pump showed that it was functioning properly and passed all functional testing. No motor error alarm noted during bolus and basal delivery. The motor was tested outside of the device and passed. No low reservoir alarm and no rewind anomaly noted. The insulin pump has cracked reservoir tube lip and minor scratched lcd window.